Event description:
The customer reported that the system would not change from subtraction mode to dynamic mode. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call. The system is operating as intended. No further info is available.